Event description:
A piece of plastic broke off the proximal underside of the plastic locking side.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned product confirms the complaint. A search of the complaints database for the product code did identify similar complaints received previously. The investigation has now been assigned for further investigation by the CAPA review board. Further information shall be available through reference to (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.